Manufacturer narrative:
(B)(4). The sample was discarded and lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2267 which occurred on home choice (hc) during use during fill 5 of 5. The hp (home patient) stated that the unused clamps were closed and will complete therapy with manual supplies. The baxter technical service representative (tsr) assisted the hp to clear the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.